Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years post implant of this pulmonary bioprosthetic valved conduit implanted in a (B)(6) year old pediatric patient, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve due to moderate stenosis and severe insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 11 months post implant of this pulmonary bioprosthetic valved conduit implanted in a ((B)(6) year old pediatric patient, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve due to moderate stenosis and severe insufficiency. No additional adverse patient effects were reported.